Event description:
It was reported that a spectrum iq infusion pump did not alarm for upstream occlusion during a primary heparin infusion. Throughout the day, the patient¿s activated partial thromboplastin time (ptt) values were repoted as "low to very low", and the heparin infusion rate was repeatedly increased in response. During a shift check, the pump indicated that 43 minutes remained before completion of the infusion, while approximately 150 ml remained in the bag. A visible kink was noted in the tubing above the pump, and no drops were observed during monitoring by healthcare professional. The patient also reported having observed blood backflow into the IV earlier in the infusion. No upstream occlusion alarms were reported by the pump. The healthcare professional corrected the kink, and after a short period, three drops were observed in the drip chamber. Approximately 30 minutes later, a repeat ptt remained low. The most responsible healthcare provider (mrhp) was contacted for guidance regarding further rate adjustments and advised maintaining the current infusion rate with continued ptt monitoring. Approximately four hours later, the ptt was reported as elevated, and the infusion rate was adjusted accordingly. The patient recovered and was informed of the event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.